Manufacturer narrative:
H3, h6:the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's package presented a tear in the plastic, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include packaging damage in transit or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that the staff opened the outer box of the 3 mmx1000 mm ball tp gde rd to retrieve sterile inner packaging. It was noted that inner packaging was torn and made the piece unsterile. Outer box seal was intact when initially opened by staff. It is unknown when occur, if there was a back up device available and if there was a case involved.